Event description:
It was reported that during a pta / stenting treatment procedure, the ultra-thin 6-2/5.3/50 sds balloon ruptured. (The number of atms reached and the number of inflations performed is unk.) The lesion being treated was located in the right iliac artery. The ultra-thin balloon was removed and replaced with another ultra-thin balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. No other complaints have been received for this particular batch of devices. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. Should further relevant info become available; a supplemental medwatch report will be filed.